Event description:
Bowl optic threshold value 150 gradually decreased to 90 related to multiple red cellpump alarms. Red cell pump alarm at 204 ml, 229 ml, 280 ml and 303 ml; collect rate decreased to 25 ml/min then 20 ml/min; treatment stopped after second alarm; notified therakos after 4th alarm; various trouble shooting implemented; unable to resolve; treatment ended and all blood products returned to patient. Patient asymptomatic and vitals stable. Reprimed with different instrument/kit with successful treatment. Ecp medical directors and nursing supervisor notified. Kit sequestered to be returned to therakos for further investigation. Biomed to service instrument.manufacturer response for disposable product (describe below), cellex instrument kit (per site reporter).====================== the nurses talked to tech support and they suspect the bowl optics sensor. Sensor was set at the low end of its range. Recalibrated to the middle of its range and cleaned pump head.